Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision surgery. Patient had a restoration modular cone conical stem implanted in 2015. Patient was experiencing pain and the surgeon decided to revise stem by removing the cone body from the conical stem, replacing it with a larger cone body and an increased offset femoral head. When the surgeon got insitu he decided to remove the whole construct and used the stem remover but the distal stem was wedged too tight in canal so surgeon opted to remove the cone body instead. He removed the locking screw from cone body and inserted the body/stem/separator but turned it too tightly and as he did so the prongs on the distal collett snapped off. As a result of this the separator was ineffective and surgeon was not able to remove the cone body from the distal stem. As he couldn't remove the whole stem either due to distal fixation he opted to leave existing stem in and change the femoral head to a 40mm +8mm.

Manufacturer narrative:
An event regarding an alleged crack/fracture involving a restoration modular body/stem separator was reported. The event was confirmed. Device evaluation and results: the device was returned with the three collet fingers broken from the device. The rest of the device showed normal signs of use. Examination of the returned device with material analysis engineer noted that chuck adapter fracture consistent with an overload condition medical records received and evaluation: not performed as this is an intraop event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: confirmed there has been 5 other event for the lot referenced. Conclusions: the event was confirmed on the baiss of visual inspection which shows that the three collet fingers broken from the device. Further, material analysis engineer noted that chuck adapter fracture consistent with an overload condition. If any additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Revision surgery. Patient had a restoration modular cone conical stem implanted in 2015. Patient was experiencing pain and the surgeon decided to revise stem by removing the cone body from the conical stem, replacing it with a larger cone body and an increased offset femoral head. When the surgeon got insitu he decided to remove the whole construct and used the stem remover but the distal stem was wedged too tight in canal so surgeon opted to remove the cone body instead. He removed the locking screw from cone body and inserted the body/stem/separator but turned it too tightly and as he did so the prongs on the distal collett snapped off. As a result of this the separator was ineffective and surgeon was not able to remove the cone body from the distal stem. As he couldn't remove the whole stem either due to distal fixation he opted to leave existing stem in and change the femoral head to a 40mm +8mm.